Manufacturer narrative:
Initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have moisture inside the packaging. There was no patient involvement.